Manufacturer narrative:
The recipient's lock issues have been resolved with programming and topical cream. The recipient was prescribed clobetasol topical cream 0.05% two times a day for two weeks.

Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing no lock with one type of processor. The recipient was prescribed a steroid cream to reduce skin flap thickness.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted and is utilizing the device without any issues. This is the final report.